Event description:
It was reported that (1) tsb45 was used during an unknown procedure. It was reported by the rep that the or buyer stated "it misfired" and nothing else was said. No more info. There was no consequence to pt.